Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that four syncopal episodes were noted when it comes to this device. Based on the data provided the device appeared to be functioning normally. The root cause of the syncope was not determined. A follow up was scheduled. No additional adverse patient effects were reported.

Event description:
At this time no further information was provided.